Event description:
A caller reported experiencing intermittent occlusion alarms. The customer's blood glucose (bg) level was 520 mg/dl. Elevated bg was addressed by manual insulin injection. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.